Event description:
The patient reported that when they replaced the batteries in the previously working patient activator, "it worked for a little while, now it no longer works". The activator was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.